Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a medtronic standard pta balloon catheter was used to treat the venous outflow of the left arm. Approximately 24 months post procedure, patient suffered avf - shunt stenosis and was treated with medication and revascularization of the target lesion, venous outflow, using a non medtronic pta balloon. Patient recovered. Investigator and sponsor assessed event is not related to device, procedure and paclitaxel.

Manufacturer narrative:
Additional information: an admiral extreme balloon catheter was used during the index procedure (see section d for lot # details). If information is provided in the future, a supplemental report will be issued.